Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified mid left anterior descending artery. A 2.75x48mm xience xpedition stent was implanted at the lesion. An edge dissection was noted at the proximal edge of the stent. Another unspecified stent was used to successfully treat the dissection and finish with a good end result. There was no adverse patient sequela reported. No additional information was provided.